Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no deliveries from the insulin pump. The customer's blood glucose reading was 210 mg/dl. The customer stated that he changed his set and after dinner the pump alarmed no delivery. The customer was walked through the bolus history. The customer was advised on how to give a manual bolus.